Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead had a possible fracture, undefined pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.